Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l37961), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed and results obtained as below: product code: 222002, lot number: 6l37961, anomalies or discrepancies (non-conformance): none, device history batch: null, device history review: null.

Event description:
It was reported by affiliate via complaint submission tool that during a rotator cuff repair a 4.5 mm healix advance¿ br anchor with dynacord¿ suture (blue, white/blue/green, white/black) started to fray after passing it a few times. Sutures also frayed when loading into lateral row versalok. No surgical delay or patient consequences reported.